Manufacturer narrative:
Additional information received on 30 june 2017 and includes: no torque limiting driver used in this case. On 21 july 2017 the (B)(4) performed a clinical evaluation based on the available pictures and commented as follows: radiologic images show the presence of a loosened insert fixation screw. This event may be caused by insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. During revision surgery, visual inspection of articular surfaces can be performed in order to evaluate possible damages. No negative consequences should be expected for the insert fixation in absence of the safety screw. Batch review performed on 25 july 2017. Lot 150465: (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The surgeon took x-rays which revealed loose screw. The surgeon swapped the poly. The surgery was completed successfully. X-rays are available. Explants are not available.